Event description:
It was reported that during central processing, the force bipolar instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found to have a broken grip at the grip base. A piece approximately 0.18" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. No pieces appear to be missing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.093¿ - 0.201¿ in length and were not aligned with the tube axis..